Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "there was a failure of measure co2 on the respirator. As it show up there was a small particle on the flowsensor." Alleged event reported occurred during a patient use. (Cont.) No patient consequence was reported. Patient condition reported as fine.

Event description:
Customer complaint alleges "there was a failure of measure c02 on the respirator. As it show up there was a small particle on the flowsensor." Alleged event reported occurred during a patient use. No patient consequence was reported. Patient condition reported as fine.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, ten pieces of the same product code were selected from current production at the manufacturing facility. The samples were visually inspected and no defects were observed. They were also drop tested and no issues were encountered. All ten samples passed the drop test. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.